Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v723758, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported the patient turned their stimulator off and had a MRI. Following the MRI, the stimulator responded. When the stimulator was turned on, the patient was shocked. The stimulation would not decrease, but turned off. Three days later, the stimulator would not communicate. An error screen was seen on the programmer. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.